Manufacturer narrative:
The user facility reported the employees were not wearing protective eye wear at the time of the reported event. The user facility reported that employees are now wearing face masks and protective eye wear when inserting the s40 containers and no additional issues have occurred. The powder that is occasionally observed rising from the s40 cup is composed of the inert ingredients in the s40 cup. The operators are not exposed to the sterilant and the powdered builders do not contain peracetic acid which is the active ingredient in steris 40 sterilant concentrate. The operator manual states (pg. 7-1): note: "under normal use conditions, users are not exposed to the liquid contents of s40 - sterilant concentrate. In the unlikely event that the user may be exposed while inserting the sterilant container into the system 1e" processor, it is suggested that, as a precautionary measure, personal protective equipment (ppe) be worn. Recommended ppe consists of chemical-resistant gloves, goggles, and an apron, preferably with arm protection." The manual also states (pg. 7- "contact with the inert powdered ingredients in the outer cup of s40 sterilant concentrate may cause an allergic reaction." Steris has scheduled an on-site visit for (B)(4) 2012, during which proper handling practices will be reviewed.

Event description:
The user facility observed powder rising from the system 1e processor cup well when inserting the s40 sterilant container. Two staff members reported red, puffy eyes. The user facility reported the irritation subsided and the employees are fine with no sustaining injuries.